Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016 a 21mm trifecta¿ gt valve was implanted. On (B)(6) 2019, an echocardiogram was performed and av stenosis and increase gradient was noted. On (B)(6) 2020, an echocardiogram was performed mild to moderate abortive regurgitation, stenosis and increase gradient was noted. On (B)(6) 2020, the valve was explanted and upon explant calcification and a ruptured leaflet was noted. Patient status is unknown..

Manufacturer narrative:
Explant of the valve due to stenosis and regurgitation was reported. The investigation confirmed the reported calcifications and leaflet tear. All three leaflets were torn, contained calcifications, and were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which extended minimally onto the base of leaflets 2 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.